Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. The fractured piece and the main body, which was in two pieces, was measured and found that approximately 1mm had been fractured and was missing from the actual sample. Magnifying inspection of the separated segment revealed an exposure of the core wire with the evidence of elongation on the urethane layer at the proximal end. At the distal end, the core wire was found to have been fractured with no evidence of elongation on the urethane layer. Magnifying inspection of the distal end of the main body found that the evidence of elongation on the urethane layer. Electron microscopic inspection of the fractures revealed the generation of some creases on the surfaces of the urethane layer. Electron microscopic inspection of the surfaces of the urethane layer at the fractures revealed that at the proximal end of the separated segment, the urethane layer had been elongated with the exposure of the core wire. At the distal end of the separated segment, the urethane layer and the core wire had flowed outward in the same direction. At the distal end of the main body, the urethane layer had been elongated over the core wire. The urethane layer around the fractures was removed by a solvent medium for further inspection. Electron microscopic inspection found that at the proximal end of the separated segment and the distal end of the main body, the fracture cross-sections were in the flat state with the generation of the dimple pattern on them. On the lateral sides there were no anomalies noted. At the distal end of the separated segment, the diameter of the core wire had been diminished toward the end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications. Tactile examination of the surface on the undamaged segment confirmed there were no anomalies in the level of smoothness. Kink resistance of the shaft was determined at a point adjacent to the fracture and confirmed to meet manufacturing specifications. Simulation testing was conducted. The sample was subjected to repetitive 90-degree bending forces until it became fractured. Electron microscopic inspection of the fracture revealed the generation of the dimple pattern on the flat fracture cross-section surface, similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is conceivable that the actual sample was subjected to repetitive bending forces while being inserted into the target lesion, which caused fatigue break on the core wire, resulting in the reported fracture. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. (B)(4). A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported tip separation of the glidewire device during a procedure. Follow-up communications with the user facility confirmed the following information: approximately 3cm of the glidewire snapped off during a procedure; the tip became separated inside the catheter; the catheter was removed and cut open to retrieve the broken part; and there was no patient injury.